Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx kit. During the procedure, the physician advanced an indigo system catrx aspiration catheter (catrx) into the target vessel and encountered resistance from previously placed stents. Subsequently, the catrx kinked midway up the shaft. The catrx was therefore removed and was no longer used in the procedure. The procedure was completed using another catrx. There was no report of an adverse effect to the patient.